Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In previous report section b5 was mentioned incorrectly, correct b5 should be the patient alleged visualization of particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found contamination in the bottom of the case, inlet port, blower motor and blower box. The manufacturer also received humidifier and found contamination under the dry box and humidifier reservoir. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found an instance of an e-4 reboot error. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination in the bottom of the case, inlet port, blower motor and blower box, contamination under the dry box and humidifier reservoir. There was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.